Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap sleeve gastrectomy, at the 1st firing, the device did not fire as the staples came out during loading, so the surgeon used another reload which fired but the jaws stucked with the tissue and the staples came out and has to be removed by grasper and the surgeon has to suture the staple line.